Manufacturer narrative:
Initial reporter address: (B)(4).

Event description:
It was reported that the balloon burst. The 90-99% stenosed target lesion was located in the moderately tortuous and moderately calcified mid-proximal left anterior descending artery. A 10/3.25 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon burst at 6atm for 50 seconds. The balloon was inflated three times. The device was removed directly from the patient's body. The procedure was completed with another of the same device. No complications reported and patient was stable post procedure.